Event description:
Info received indicates when the right caregiver control is plugged in, the head and knee function will unintentionally run up.

Manufacturer narrative:
Repairs to the bed have not been completed.